Event description:
Customer called and stated that the doctor was in the process of placing the bravo capsule, but failed to attach.

Manufacturer narrative:
No patient injury has occurred following this incident.